Manufacturer narrative:
The insulin pump was received with loose and protruded drive support disk, minor scratched display window, cracked reservoir tube lip. The insulin pump unable to prime during the prime test due to loose and protruded drive support disk. No compromised force sensor system alarm or motor motion error alarm noted during testing. The insulin pump had motor error alarm during basic occlusion test due to loose and protruded drive support disk. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected error test, displacement test and rewind. The insulin pump was unable to perform occlusion test and no delivery test due to prime anomaly.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that they were unable to exit preparing to prime loop. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.